Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va0y3hl serial# implanted: (B)(6) 2015 explanted: (B)(6) 2018 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported they had an infection at the implantable neurostimulator (ins) site. Initially there was a larger bruise there and contacted the manufacturer¿s representative and managing healthcare professional¿s (hcp) office. Yesterday, ¿it exploded¿ and a bunch of pus came out, was bleeding, and had a ¿water bloody discharge¿ coming from it. However, they had not been seen yet because they were the wife of a trucker and they were away from home. It was recommended to the patient to contact their hcp to seek urgent medical attention as they saw fit.

Event description:
Additional information was received from a rep. It was reported that the physician's office hadn't reported anything back to the rep.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep reports the patient was notified on the day of the call. Patient feels a burning sensation around the ins and reports a red mark over the ins that is the size of a quarter. Patient hasn't interacted with their device in any way (touched their settings, changed programs, turned their ins on/off, etc.). Rep says the issue was "spontaneous," but the patient has recently gained 40 pounds and has started traveling with their spouse. Patient has been sitting a lot. Patient will follow up with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: event description was re-written and submitted with information obtained 11/12/2018, 12/21/2018, 05/28/2019. (B)(4) product ID 3889-28 lot# va0y3hl serial# implanted: (B)(6)2015 explanted: (B)(6)2018 product type lead UDI: (B)(4) ubd: 2019-07-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer's representative on 2018-nov-12: patient had ins and lead replaced in (B)(6) 2018. Lead was replaced due to patient having gained 30-40 lbs and they were concerned about the lead positioning given the change in the patient's weight. Prior to weight gain, patient had history of being extremely thin per caller. On 2018-dec-21 additional information was received from the patient, the patient was asking for reimbursement for the revision surgery and information regarding instruction for reimbursement was provided to the patient. On (B)(6)2019 additional information was received from the patient: the lead adhered to the spine around (B)(6)2018 so everything was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1s9c8, implanted: (B)(6) 2018: explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they ordered an x-ray and the lead and the ins were replaced due to patient having gained (B)(6) lbs and they were concerned about the lead positioning given the change in the pateint's weight. Revision done on (B)(6) 2018. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. Their managing physician was notified on an unknown date. On (B)(6)2017, patient notified another doctor as well. An infection was confirmed, but no tests were done. The steps taken to resolve the infection at the implantable neurostimulator (ins) site was the patient was prescribed sulfamethoxazole/trimethoprim. No steps were taken to resolve the burning sensation; the patient was told to keep an eye on it and report any changes. No further patient complications have been reported as a result of this event.